Manufacturer narrative:
H.6. Investigation: three photos were received and evaluated. The photos depicted a single threaded lock piece connected to a 3ml syringe and transfer tubing. What appeared to be fluid was observed inside the threaded lock. A close-up photo of the piece showed it had short cannula defect. No cavity nor batch information was provided. One used physical sample received for evaluation, upon inspection of the returned units it was found that the unit has a short cannula. It was also found that the unit was from cavity 43. A short cannula may occur due to the core pin being pulled back into the part during the molding process. The units were received with the interlink connecter connected to a needle injection site. The interlink will not pierce through the needle injection site as a needle is required to perform that function. The syringe and the interlink function as intended on the female luer side when the needle injection site is disconnected. A short cannula occurs when the core pin is too hot causing it to pull the cannula as the core pin is retracted at the end of the molding cycle and prior to ejection. This condition does not pass the leak test. Preventative maintenance is also performed to prevent buildup inside the cooling channels. Buildup may affect the cooling of the core pin resulting in a short cannula.

Event description:
It was reported that bd threaded lock cannula was broken, but still operable. The following information was provided by the initial reporter: "before use, it was unable to insert the cannula into a syringe."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that bd threaded lock cannula was broken, but still operable. The following information was provided by the initial reporter: "before use, it was unable to insert the cannula into a syringe."